Event description:
Caller reported a tandem mobi cartridge alarm. Blood glucose level was displayed as "high," but no specific value was reported. Customer addressed the high blood glucose by administering a correction bolus using the pump. The issue was confirmed as cartridge alarm 35 and was resolved by the customer changing out the cartridge, with no assistance required from a third party.